Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient was unable to establish communication using his ipg. The patient stated he has not used or charged his scs system in approximately 6 months. Subsequently, the patient undrewent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.